Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. (B)(6). (B)(4). The complainant indicated that the device is implanted and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a polyform device was used during an anterior vaginal wall mesh procedure performed on (B)(6) 2017. According to the complainant, the patient experienced bladder-rectal injury which required surgical treatment under general anesthesia. Due to bladder injury during the procedure, suture repair was performed. After the procedure, a urethral catheter was placed for 1 week. After confirming that there was no leakage by cystography, it was removed. Since then, no abnormalities were found. Reportedly, the patient was cured, and there was no mesh exposure and no sexual pain felt.